Manufacturer narrative:
The distributor performed a checkout of the equipment. It was noted the unit alarmed for a system malfunction. It was recommended to the hospital to replace the power controller board. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was continuously rebooting. There was no report of patient involvement.